Event description:
It was reported prior to collection of bd vacutainer® urinalysis urine tube in an internal study, 1 tube did not have a label. The tube was replaced and collection continued. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing product label was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to collection of bd vacutainer® urinalysis urine tube in an internal study, 1 tube did not have a label. The tube was replaced and collection continued. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.